Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The display adapter was replaced. The system was tested and is operating as intended.

Event description:
The customer reported that the monitors were flickering on the 9800 system. No pt injury was reported.